Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced dexcom g7 signal loss while using the ilet, which interfered with insulin delivery and contributed to out-of-range glucose; the agent guided the user to toggle cgm settings, restart the ilet, confirm glucose with a fingerstick, and replace the insulin cartridge with proper rewind, fill, and tubing steps, after which insulin therapy was resumed, and education was provided on monitoring. Symptoms included hypoglycemia and hyperglycemia without reported physical symptoms. Outcomes included no health consequences or impact, with no outside assistance or medical intervention required. Investigation included troubleshooting of cgm connectivity, device restart, and supply replacement with education. Investigation of this case revealed that cgm signal loss and a depleted cartridge interrupted automated dosing, while oral glucose intake for a prior low and subsequent cgm disconnection contributed to the high glucose; oral glucose was used to correct the low. It was concluded, based on previously established findings for similar reports, that the cause was user management in the setting of temporary cgm disconnection and insulin supply replacement, with device function restored after troubleshooting and cartridge change.